Event description:
It was reported there was difficulty screwing the device to the leads at initial implant. Eventually contact and lead stability were obtained. Post-op impedance and sensing difficulties, along with intermittent loss of capture, were observed, and the patient was returned to the or that same day. No output was also indicated. Noting no apparent damage to screws or header, the device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found. Implantable pulse generatorr it was reported there was difficulty screwing the device to the leads at initial implant. Eventually contact and lead stability were obtained. Post-op impedance and sensing difficulties, along with intermittent loss of capture, were observed, and the patient was returned to the or that same day. No output was also indicated. Noting no apparent damage to screws or header, the device was explanted and replaced. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed according to specifications device evaluated and alleged failure could not be duplicated capture, intermittent output, none sensitivity.